Event description:
It was reported that during a device change out procedure, the pulse generator lost output upon explant. No patient symptoms were reported. No further information could be obtained.

Manufacturer narrative:
(B)(4).